Manufacturer narrative:
Examination of the submitted trial liner confirmed the snap ring and threaded insert component are missing. There is damage to the inner diameter of the device where the threaded insert and snap ring would have been. The user inadvertently over-tightening the threaded insert during use is suspected to be the root cause. Per the reporting; patient x-rays indicated the product was left in the patient, but extracted. A preliminary risk assessment and health hazard evaluation was previously conducted for this failure. That investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. Corrective action not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The broken part of the trial liner was found in x-ray in the patient¿s body just after tha on (B)(6) 2013. Several hours after tha was completed, another surgery was performed to remove the fragment.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This investigation remains closed, as the corrected information does not change the outcome.